Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-nov-2018, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 17-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 1000 mcg/ml at 6.3 mcg/day and bupivacaine 30 mg/ml at 0.189 mg/day via an implanted pump for an unknown indication for use. It was reported that the patient was scheduled for routine pump replacement and when the hcp opened the pocket they attempted to aspirate the catheter unsuccessfully. The hcp requested a catheter pump revision kit and attached to existing tip segment of catheter. The hcp tried to aspirate the catheter again and was unsuccessful. The hcp then attempted a dye study and while pushing contrast the catheter began to swell and leak approximately 2cm from sutureless pump connecter. The hcp opened a new revision kit and coiled up the pump segment of catheter in pocket and tied up the spinal segment and closed. The hcp plans on performing catheter revision in the near future. There were no known environmental, external, or patient factors that may have led or contributed to this event. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but will not be made available for this report. Additional information was received from a company representative (rep) on 2023-aug-16 reporting that the healthcare provider (hcp) replaced the tip segment of the catheter. It was further reported that the issue was resolved.